Event description:
A report was received that the patient had undergone an explant due to infection at the pocket site. The patient had been experiencing redness and discomfort at the pocket site. The physician did not believe it was device related but rather was procedure related. The physician would not release whether the patient was treated with antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2158-50 , serial#: (B)(4), model description:phase iii linear lead with preloaded enhanced stylet - 50 cm model#:sc-3138-55, serial#: (B)(4), model description:phase iii lead extension - 55 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.